Event description:
The customer informed the roche field application specialist of a discrepant result for troponin t (tnt) on the cobas e601 module. The initial tnt result was 0.116 ng/ml. Per laboratory protocol, the customer repeated the tnt test, twice on an elecsys 2010 and once on the original e601, with results of <0.01 ng/ml, accompanied by a data flag, each time. The initial result was not reported outside the laboratory and the customer stated the patient was neither treated nor affected by the initial result. The tnt reagent lot number was 15789501. The field service representative could not determine a cause. He checked the instrument and ran performance tests, which were acceptable.